Event description:
It was reported that within two months of implant the pacemaker was upgraded to a cardiac resynchronization therapy-pacemaker due to pacemaker syndrome. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned, analyzed and no anomalies were found.